Event description:
The handpiece was returned to the manufacturer for routine maintenance. While testing the device, it was found to overheat. There were no user injuries or adverse consequences.

Manufacturer narrative:
The drill handpiece was returned to the manufacturer for routine maintenance, and upon evaluation, an overheating condition was found. Internal components were evaluated and corrosion was discovered within the motor and bearings. Corrosion can lead to friction between rotating components, which can cause heat to be generated.